Manufacturer narrative:
Conclusion: the customer has not approved the repair of the bed at this time.

Event description:
It was reported by service report that the brakes were not engaging correctly. No pt involvement or adverse consequences are reported.